Event description:
The customer reported that when they removed the brush, it had an oily residue on the brush. This issue was identified during reprocessing involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.